Event description:
Complaints text; 03/01/2024 13:00:14 erp_rfc_user. Related svn 000317071770. Complaints text: 03/01/2024 12:51:03 erp_rfc_user; related svn 000317071769; complaints text: 03/01/2024 09:30:37 limr9; customer concern: pt ci: getting lost sensor signal; dop114-980doc: loss of communication/bg not received/no calibration: occurred; is customer reporting loss of communication or bg not received/no; calibration occurred message? Document system model number: 670g; document transmitter model: mmt-7763na; customer reports loss of communication between pump and transmitter; (e.g. Cannot find sensor signal, lost sensor signal, check connection, sensor signal not found). Document what alarm(s) customer received: lost sensor signal; document what event(s)/activity(ies) occurred before the loss of communication began: none; is the correct transmitter ID programmed into pump?: yes; is customer reporting a loss of communication event that has been resolved and/or sensor has been removed?: no; is customer calling back after being requested to fully charge transmitter during previous troubleshooting?: no; advise customer there are a few alerts that can occur while system is attempting to re-establish communication. Would customer like to review alerts?: no; explain in order to determine possible cause of loss of communication, we will need to ask to disconnect transmitter from sensor and check a few other system behaviors. Would customer like to continue troubleshooting to review factors that may lead to loss of communication?: yes; advise customer to disconnect the transmitter from the sensor and check connections. Check the connection bridge and transmitter pins for damage. Is connector bridge or pins damaged?: no; advise customer to ensure pump is on the home screen and reconnect transmitter to sensor. Advise customer when they connect their xmtr to their sensor to ensure that they keep them as flat as possible to avoid connecting at an angle. Did the transmitter led blink on and off (led takes up to 20 seconds to start blinking)?: no; does customer have tester available?: no; did customer fully charge transmitter before connecting to sensor?: no; does customer have transmitter charger available?: yes; advise customer to place transmitter on charger and charge the transmitter for 1 minute as this will reset the transmitter. Advise customer to disconnect transmitter from charger and watch for green led blink on the transmitter. Did the transmitter led blink on and off when it was disconnected from the charger?: no; advise customer to fully charge transmitter to confirm it can hold charge. A depleted transmitter may take up to 2hrs to fully charge. Advise customer to call back to continue troubleshooting. Dop114-980doc: transmitter chargin; is customer calling back to report initial troubleshooting was unsuccessful?: no; advise customer to remove battery from charger and check the battery spring on charger to determine if it is damaged. Is charger battery spring damaged?: no suggest customer install a new alkaline aaa battery if they haven¿t replaced the aaa battery recently. Before connecting transmitter to charger, advise customer to check charger connector pins to determine if they are intact. Are charger connector pins damaged?: no; advise customer before reconnecting the transmitter to the charger, ensure customer has waited at least 15 seconds since the transmitter was last disconnected from the charger. Document led behavior: green led light on charger. Is green led light flashing or continuously solid?: flashing has customer had charger for greater than 1 year?: yes is non-serialized product being replaced?: yes; document replacement mmt# and quantity: 1pc mmt-7020b; is non-serialized product being returned?: no.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.